Event description:
The customer reported that the equipment restarted itself. It performed photo file and froze twice.

Manufacturer narrative:
(B)(4). The investigation is still ongoing on this event. When the investigation is completed a f/u report will be sent to the FDA (B)(4) 2011.